Event description:
It was reported when using the bd¿ syringe the syringe was broken. The following information was provided by the initial reporter. The customer stated: "the nurse used a 5ml syringe to withdraw the liquid during the cosmetic treatment of the patient. After opening the package, it was found that the inner wall of the syringe was broken. The syringe was replaced with a new pair of syringes and used normally without causing injury.".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2102188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number for evaluation. The retained samples were examined and no broken syringe related defects were identified.

Event description:
It was reported when using the bd¿ syringe the syringe was broken. The following information was provided by the initial reporter. The customer stated: "the nurse used a 5ml syringe to withdraw the liquid during the cosmetic treatment of the patient. After opening the package, it was found that the inner wall of the syringe was broken. The syringe was replaced with a new pair of syringes and used normally without causing injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.